Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is on-going. Should additional/relevant information be provided a supplemental report will be submitted.

Event description:
It was discovered while evaluating an olympus tracheal intubation fiberscope, the coating material was peeling. There was no patient involvement during this event.